Event description:
The customer reported that the mysentry monitor kit has a weak signal every once in a while. Assistance was provided to the customer. Customer's blood glucose was 46 mg/dl. Attempted to troubleshoot, unable to determine why the insulin pump kept losing signal 30 feet way from the monitor and while outport was 15 ft away from monitor. Advised the customer that the mysentry monitor kit would be replaced. No further information provided.

Manufacturer narrative:
The my sentry monitor was returned due to it stated that outpost and monitor were unable to link. No other details given. Based on information of notification service the serial number of the returned product is consistent and matches with product received. In accordance with dop (B)(4), the monitor was visual inspection in condition of its return. No anomalies were noted and it was lighted up normal when connected into wall outlet then unit was set to link to a good function monitor and pump mmt-723nas, serial number (B)(4) resulting in your monitor and outpost are now linked. Link is successful. Repeat link step with 25 feet away from monitor. Link still establish well. The outpost was functioning properly during the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.